Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of service (eos) level and programmed to high settings upon receipt. Review of the device image indicates auto capture was enabled, when automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical, and mechanical analysis performed indicated normal functionality with current within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker (pm) exhibited premature battery depletion. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.